Event description:
It was reported that during preparation foreign material was noted on the distal tip a 1.85mm jetstream® sc atherectomy catheter was selected for preparation; however, there was "something" on the distal tip of the catheter that looked unfamiliar. Once the baton was in the console, it did not seem to be moving correctly. When priming the catheter, the priming speed sounded low and the wheels appeared to be spinning at a lower frequency. The procedure was completed with a different device. No patient complications were reported and the patients status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).